Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa procedure, bleedback was observed and air was drawn back during aspiration. The sheath was replaced but the same bleedback and air drawn during aspiration occurred again. The second sheath was replaced and the procedure was completed with the third sheath with no adverse patient consequences.